Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient presented with residual degree post laser treatment. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During technical onsite visit, field service engineer (fse) performed functional testing and verification for the system. The fse performed sir (service installation record). Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows successfully performed treatments. The review of the complete day shows no abnormalities or deviations. The user performed energy checks before each patient. All treatments were performed successfully and the eye tracker was activated during the complete day. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2020-27904.